Manufacturer narrative:
Device not returned.

Event description:
It was reported that automatic pullback failure occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. The image stopped appearing because of pullback failure from the mid-way of the procedure. It was reconnected, but there was still no image appearing. The procedure was continued using another lot of the same device. No patient complications were reported.

Event description:
It was reported that automatic pullback failure occurred. The 100% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. The image stopped appearing because of pullback failure from the mid-way of the procedure. It was reconnected, but there was still no image appearing. The procedure was continued using another lot of the same device. No patient complications were reported. Device evaluated by MFR:  the product was returned for analysis. A kink was observed in the telescope assembly from the femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, and retract, due to the kink in the telescope. However, the impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system.